Manufacturer narrative:
Qn #(B)(4). The customer returned one 3-l catheter for evaluation. Visual inspection of the catheter revealed there was a hole in the distal extension line adjacent to the luer hub. The total length of the catheter measured 320 mm, which is within specifications of 307-327 per catheter graphic drawing. The outer diameter of the distal extension line measured 2.165 mm, which is within specifications of 2.13-2.21 mm per distal extrusion graphic. The inner diameter of the distal extension line measured 0.058", or 1.4732 mm, which is within specifications of 1.42-1.50 mm per distal extrusion graphic. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush lumen(s) to completely clear blood from catheter." When the distal line was flushed, water leaked from a small hole adjacent to the luer hub. No leaks were observed when the proximal and medial lumens were flushed. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal e xtension line contained a tear adjacent to the luer. A device history record review was performed based on sales history, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The complaint is reported as: "the luer-lock connection (head) had a breach to cause salt water leaking." The device was replaced. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the luer-lock connection (head) had a breach to cause salt water leaking." The device was replaced. No patient harm reported.